Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty power converter, cosmetic damage (illegible caution label on the front panel), a updated power switch, a faulty scope socket causing a b30 (scope communication error), a non- olympus lamp that had more than 300 hours and software version was 1.03. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii xenon light source would not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was likely no power due to a power unit failure, and error b30 was likely due to a worn out scope socket. However, the definitive root causes of the faulty power converter, spare light not turning on, or worn out scope socket could not be determined. Olympus will continue to monitor field performance for this device.